Manufacturer narrative:
Unit received with minor scratched display window. Unit received cracked case at display window corner. Unit received with cracked battery tube threads. Unit received with broken reservoir tube lip. Unit received missing endcap sticker. Pump received with missing reservoir tube o-ring. Test reservoir does not lock properly inside the reservoir tube.

Event description:
Customer reported via phone call to have physical damage of insulin pump. Customer reported that reservoir tube lip was broken. Customer does not know how damage occurred. Customer's blood glucose was unknown. Customer was advised that insulin pump would need to be replaced.